Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the user of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an 8f angio-seal sts plus was selected for use. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 7 mm lumen diameter. An 8f termo sheath was used during the procedure. Hemostasis was achieved. The pt started to ambulate after four hours of bedrest. The pt was supposed to be discharged from the hospital one day later, but the pt reported pain at the puncture site. After a short while, the puncture site was swollen toward the distal part and a hematoma formed. The physician applied manual compression for 40 mins and hemostasis was achieved. The pt was discharged from the hospital two days later. There were no reported consequences to the pt.